Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A video review was performed by an isi clinical development engineer (cde). Per cde, it can be confirmed that around time stamps 0:05, 1:59, 5:04, 10:24, 16:13, and 21:38, the arm pod displayed in the video does not indicate that energy on the fbf [fenestrated bipolar grasper] instrument was activated. However, it seems that there might have been inadvertent delivery of energy from the fbf instrument during this time period. A conductive pathway may be created through heat transfer from the energized tissue or fluid in contact with the tissue. The surgeon should activate energy with care and ensure that inadvertent contact isn¿t being made between instruments and tissue. In this scenario, the tip of mcs [monopolar curved scissors] can contact tissue when it is activated. However, the surgeon must ensure the tips of two instruments do not touch each other while activating energy and that there is no unintended tissue contact with an instrument. No image for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection procedure, the monopolar curved scissors (mcs) and fenestrated bipolar forceps (fbf) were used together, and energy leakage occurred from the fbf tips while monopolar energy was energized. The surgeon was grasping tissue when the arcing event occurred. Bubble-like material was seen on the tissue surface of the grasped tissue. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the monopolar curved scissors (mcs) and fenestrated bipolar forceps (fbf) were used together, and energy leakage occurred from the fbf tips while monopolar energy was energized. The mcs and fbf instruments were inspected prior to use and no abnormality was found. It was unknown if the fbf instrument collided with any other instruments. No arcing on the mcs instrument was noticed. The mcs instrument and tip cover also had no damage found. There was no thermal damage on the fbf instrument after the spark. The surgeon was grasping tissue when the arcing event occurred. Bubble-like material was seen on the tissue surface of the grasped tissue. The issue was resolved after the mcs instrument was replaced. There was no patient injury due to the issue and no medical intervention was performed. Follow-up was performed to request additional information. However, no further details have been obtained as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No arcing was observed. The instrument was fully functional. There was no problem detected.